Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4) according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy even after a locking sound was heard. It was also noted that the control wire in the handle was broken and no resistance was felt. The same issue happened to the second resolution 360 clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event.